Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Seven (7) attempts have been made by five (5) emails and (2) phone calls to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical engineer stated "hs handpiece had low vacuum. Treatment on face resulted in a bruise on the cheek. New handpiece had been activated on the system. I checked vacuum levels and tubing and all looked good, trimmed ends of the tubing to make sure there was a good seal. In addition, I ran a full calibration on both handpieces and checked output energy at low, mid, and high energy. All tested within calibration specifications. I checked all safety circuits and all passed. The system meets manufacturer specifications and is ready for use." According to global service organization engineer, a low vacuum on handpiece can't cause a bruise on the cheek as reported. Such injury can possibly be caused by a high vacuum derived from the handpiece, but not the opposite. Thus, it can be determined that the bruise was not caused as a result of the handpiece low vacuum or any other system malfunction. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained burn of unknown severity to the cheek following treatment with lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.